Manufacturer narrative:
Catheter model #: 8709 lot#: j11485r08 implanted: (B)(6) 2003 explanted: unk; catheter model #: 8578 lot#: n263416001 implanted: (B)(6) 2010 explanted: unk.

Event description:
It was reported that the patient experienced return of pain. The catheter was fractured where the catheter entered the spine; the cause was unknown. The pump contained prialt. A catheter revision was performed with a spinal segment revision kit. Per the reporter, "patient has had no further complications."